Event description:
It was reported that the patient presented in clinic for arrhythmia. Device interrogation revealed noise oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient was in stable condition.